Event description:
It was reported by the manufacturer representative (rep) that the patient attempted to connect to the ins with the external device and got a "no network connection" message on their handset and couldn't access the dbs patient app. The caller said the patient had two primary cells and another set of handset/communicator, so they attempted to connect with that set of equipment and received the same message. The rep noted that one of the devices was implanted last week and still needed to be linked. The caller was not with the patient. Tss suggested that the patient call ps and work with healthcare it as a network wasn't needed to connect to the ins. Additional information was received from the patient that the equipment was working before going to the dr, but afterward, it did not, and the patient was still shaking. Also, the handset turned off, but it said it was 85% charged. For troubleshooting, pss asked the patient to get the handset and communicator they usually use and put the backup equipment away. Pss reviewed how to use the dbs app, and the patient could connect with both implants. It was found the left ins was off, and the right ins was on. The patient could turn the ins on and was doing better.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient was given the manufacturer¿s number but noticed in the past the top of the phone said ¿no network connection.¿ the patient turned their device back on as usual and there was no actual problem.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.